Event description:
On (B)(6) 2015, the reporter contacted animas alleging a meter remote issue. The reporter stated that a random error alarm that would not clear had occurred in the meter remote. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.